Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue with the use of abbott diabetes care (adc) device was reported. A customer reported receiving low scan results that were between "52 - 69" on the adc device compared to unknown readings obtained on an unspecified device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported that during troubleshooting with customer service, it was determined that the customer was applying the adc device incorrectly and incorrectly using the system. There was no third-party treatment provided for the reported issue. Adc customer service was able to successfully contact the customer, who confirmed receiving a replacement device and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year were reviewed based on the product line and reported issue. The review identified a tripped trend, an investigation was conducted, and corrective actions have been taken. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information pertaining to an abbott diabetes care (adc) device: a low reading issue with the use of abbott diabetes care (adc) device was reported. A customer reported receiving low scan results that were between "52 - 69" on the adc device compared to unknown readings obtained on an unspecified device. It is unknown whether the customer noted a trend arrow on the device. The customer further reported that during troubleshooting with customer service, it was determined that the customer was applying the adc device incorrectly and incorrectly using the system. There was no third-party treatment provided for the reported issue. Adc customer service was able to successfully contact the customer, who confirmed receiving a replacement device and no additional information was obtained. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This is a 1 of 6 MDR submission. All pertinent information available to abbott diabetes care has been submitted.